Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The 100% stenosed, 2.7x15mm target lesion was located in the left anterior descending (lad) artery. A 2.75x20mm liberte stent was implanted resulting in 5% residual stenosis. No additional procedure was performed in the target lesion. The procedure was a technical success. The patient was discharged on the same day as the index procedure. The patient did not have anginal complaint or silent ischemia. Discharge medication was asa 75mg/day indefinitely. The patient experienced sudden cardiac death on the day of discharge.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.